Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A temporal relationship exists between pd therapy and the patient¿s hospitalization for peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a fresenius device malfunction or product deficiency. The patient¿s peritonitis is probably associated with contamination of the pd catheter extension set as it was reported the patient did not follow proper capping procedure. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. Details surrounding the patient¿s hospitalization course are unknown. Per the patient¿s pd nurse, the patient¿s pd effluent and an elevated white blood cell (wbc) count but no organism growth. The patient was treated with unknown antibiotics. The pd nurse indicated the peritonitis was caused the patient not following aseptic procedure whereby the patient reportedly forgot to cap the pd catheter extension set and instead used tape to cover the end. There have been no reported fresenius device product deficiency or malfunction as a causal or contributory factor in this peritonitis event. It was reported the patient is being re-educated on proper procedure in the outpatient pd clinic as the patient has been forgetting proper pd procedure. No further information is currently available.